Event description:
Customer stated that upon inspection the device has discoloration on the connector pins. Four pins appear to be a dark greenish color. A request was made for the return of the suspect device and replacement product was sent.